Event description:
User facility reports incident of a cracked luer connector found at initiation of hemodiaysis treatment. Ebl = 200 cc. Pt was recannulated with a new needle to resume treatment. No pt injury or need for medical intervetnion is reported. MDR is filed for blood loss only.